Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was loss of sensation in arms and legs. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. The event resulted in in-patient hospitalization. The event resulted in an unscheduled clinic or office visit. The patient reported pain in four limbs. The patient reported pain while mobilization 4 limbs. Imaging showed cerival canal stenosis with myelomalacy. The etiology was reported as possibly related to the device or therapy and possibly related to the implant procedure. The etiology was reported as related to the lead which is connected to the implantable neurostimulator (ins). Since adaptation of stimulator, the patient received numb feeling in arms, fingers, and legs and pain in the shoulder. The MRI showed an already known cervical stenosis with myelomalacy. The outcome was resolved without sequelae.